Event description:
Rptr had a bilateral augmentation mammoplasty on 12/16/83. Approx one and one half yrs ago she began to experience extreme fatigue, depression and anxiety, sore throat, fevers, shoulder and hip pain, edema of feet and hands, allergies, sensitivity to cold and sun, dry eyes and mouth, lymph node tenderness under arms, difficulty swallowing, memory loss, worsening vision and poor quality of life.